Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-01988 & 02172).

Event description:
It was reported that the patient had a proximal humeral fracture repair on (B)(6) 2015. Subsequently, the patient was revised on an unknown date due to post-op x-rays showing that the pegs had backed out. The surgeon only removed the backed out pegs during the revision, they were not replaced.